Event description:
In 2008, the pt reported that there was moisture in the cartridge compartment of his infusion device. He stated that it did not smell like insulin. He stated that he wears the infusion device around his leg and he had been outside in the cold all day. He stated that he used a hair dryer to dry the infusion device. He was advised against this. He was advised to switch to his backup infusion device. The pt was sent a case to wear the infusion device in. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.